Event description:
The customer reported that the malyugin ring system they received was deformed in the packaging. There was no patient contact.

Manufacturer narrative:
This report is in response to MDR #(B)(4) received from FDA on 03/14/2013. The initial processing of this complaint from the customer determined that it was not a reportable incident at the time received (B)(4) 2012. Only the inserter handle portion of the device was returned without the packaging, cassette or malyugin ring making analysis impossible.